Manufacturer narrative:
Actual sample was returned & evaluated. Balloon was inflated and flow rate measured 380 cc/min. Vs spec 180 cc/min minimum flow rate spec for this product. Sample was dissected & microscopically examined with no conditions found that may have caused or contributed to the reported problem. The evaluation showed that the product exceeded requirements for minimum flow rate values.